Manufacturer narrative:
The insulin pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The pump functioned properly. Multiple boluses were programmed, delivered, and properly recorded in the bolus history. No bolus history anomaly was noted during testing and the pump functioned properly. The pump was received with a minor scratched lcd window, a broken reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer was recently in the hospital for diabetic ketoacidosis. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 950 mg/dl. Customer stated that on (B)(6), the insulin pump only shows basal delivery and no bolus delivery although he and his wife confirmed that he was delivering boluses. Customer was released from the hospital on saturday afternoon. Customer stated that the pump was removed when he was admitted. Customer spent 3 nights in the intensive care unit. Customer will return the pump for analysis.